Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on (B)(6) 2009 and performed to specification up to (B)(6) 2012. The device records temperatures below the recommended minimum stand-by temperature. The device failed a self-test due to a low battery on the (B)(6) 2012. The device was returned to a warmer environment and passed a self-test, the device continued to perform self-tests up to (B)(6) 2016. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of ten minutes duration were observed in the device memory on the (B)(6) 2016. No further log entries were recorded prior to receipt at heartsine. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.